Event description:
The customer contacted stryker to report that their device was not charging. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer has been provided with a case number and a letter informing them that device can no longer be repaired at stryker's depot. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not charging. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker. The reported issue could not be verified or duplicated and a conclusive root cause could not be determined.